Event description:
Approx. 1 month ago, pt discovered that the device's motor was not engaging every 3 minutes (increment between basal deliveries). No error messages were generated by the device. Pt reported that pt's blood glucose has been evaluated (200 - 300 mg/dl), which pt self-treated by switching to pt's back-up device.